Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample could not identify the reported condition due to the quality of the image. Due to the nature of the sample, no additional evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve separated from a buretrol solution set which resulted in an unspecified medication leak. This use was further described as, ¿at the time of using buretrol it was observed that the medication injection valve was not there, for this reason the liquids came out of that area¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.